Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused. It was further reported that the expected time of infusion is 1 hour and 30 minutes; however, it took 3 hours and 15 minutes to infuse. The device was filled with cerezime 6000 iu with 10ml / bottle or 150ml. There was no patient injury or medical intervention associated with this event. No additional information is available.